Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).

Event description:
It was reported a physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2015. The disposable device was inserted into the hysteroscope the physician's "vision was impaired due to a perforation". There was no bleeding and the procedure was aborted. The patient was administered prophylactic antibiotics and discharged home.